Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette during drain 5 of 6. The alarm could not be cleared. The patient discontinued treatment. When the cassette door was opened a fluid leak was discovered. The patient was advised to contact his pd nurse. The set was not made available for evaluation. During follow up the patient reported his effluent remained clear. He had informed his pd nurse and was not prescribed any antibiotics.